Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 laser fiber was returned broken. The piece measured approximately 265.5 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip was not returned. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a flexible ureterorrenolitotripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber work for a short time and stopped working. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken.